Manufacturer narrative:
Visual inspection was performed on the actual sample upon receipt, during which no anomalies were found anywhere on the device. A review of the device history revealed no production related anomalies. The pump was circulated at 2000 and 3000 rpm's while varying backpressure. Pressure readings were taken at 2, 4, 6, and 7 l/min flow rates. Flow rates and pressure readings are recorded. There were no anomalies with the component's functionality. The flow rates were compared to the IFU flow rate graph and were comparable and approximately the same. Retention sample (B)(6) was circulated at 2000 and 3000 rpm's while varying backpressure. Pressure readings were taken at 2, 4, 6, and 7 l/min flow rates. There were no anomalies with the component's functionality. The flow rates were compared to the IFU flow rate graph and were comparable and approximately the same. The results from the retention sample were comparable to the complaint samples. There were no flow issues noted with the pump complaint sample or retention sample. The reported event was not able to be recreated; therefore, the complaint was not confirmed and a definitive root cause was not able to be determined all available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 3, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the centrifugal pump had no forward flow. The rpm was being displayed; however, there was no lpm. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.